Event description:
It was reported that a shaft break occurred. During insertion of a 2.50 x 24 mm synergy xd, stiffness was encountered and the device was removed from the body. A rupture of the hypotube was noted and another synergy was used to complete the procedure. No patient complications reported.